Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log files confirmed the report of an lvad fault, low speed advisory, and low flow alarms. Additionally, the evaluation of the returned heartmate 3 lvas and the submitted video confirmed the report of the inability to restart the pump. Based on the investigation by heartmate 3 research and development, these events could have been caused by a problem with bearing phase i2 of the motor as a result of rotor instability events; however, a specific cause for these events could not be conclusively determined as there is no available data that captures the onset of the events. The evaluation of the submitted log files identified lvad internal faults on (B)(6) 2020 associated with rotor instability, high current, and high temperature lvad fault flags. At the time of these events, motor power was captured at values up to approximately 63.1 w, and lvad temperature was captured at 115 degrees celsius. Several low speed hazard and advisory alarms were also captured, associated with the pump struggling to ramp up to the set speed. Additionally, several low flow hazard alarms were captured throughout this time. The heartmate 3 lvas was returned assembled with the pump cable severed approximately 5¿ from the pump header. The remainder of the pump cable was not returned. The outflow graft and the apical cuff were not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue; however, visual and microscopic inspection of the pump rotor and rotor well revealed scratches along the outside of the pump rotor, adjacent to the outer circumference of the base of the rotor well, and along the wall of the rotor well. The heartmate 3 lvas was connected to a test system controller, power module, and system monitor in an attempt to start the pump. Upon pressing the pump start button, the pump failed to levitate the rotor and start the pump. Additionally, log files were unable to be retrieved from the lvad. The heartmate 3 lvas was sent to research and development for further investigation. This investigation identified a problem with bearing phase i2 of the motor which could have resulted in the loss of the pump¿s main functions, including loss of the rotor levitation and a decrease in blood flow. The lvad event log file retrieved from the heartmate 3 lvas contained data from 05:58:05 through 06:01:43 on (B)(6) 2020 but did not capture the onset of the failure. Several tests were performed with the goal of explaining the failure mechanism. Although an exact root cause and sequence of events could not be conclusively determined, the most likely sequence of events would have initiated with the rotor becoming unstable for an unknown reason, which appears consistent with the finding of scratches on the rotor and rotor well. This instability would have resulted in a significant increase of the phase current i2 demand, ultimately leading to failure. The relevant sections of the device history records for the heartmate 3 lvas were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas was manufactured with the esd hardware improvement implemented via CAPA 114092. The implant kit was shipped on (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a low flow alarm and was awake, alert, and oriented. No flow was detected on the pump despite the green arrow being present. Troubleshooting was done while in contact with the vad coordinator and the last alarm was unable to be retrieved from the controller. The patient was requested to immediately report to the hospital for further troubleshooting. Upon arriving at 04:50am the patient had cardiogenic compensated shock and appropriate management was done. The flow was not able to be returned, despite changing the backup controller and modular cable. The lvad history showed low flow, lvad fault, low voltage, and a speed advisory. An echocardiogram did not clearly show any velocity from the inflow or outflow cannula, and no thrombosis in the left ventricle. It was decided to exchange the pump. The patient was fully awake, alert, and oriented until elective intubation for the procedure. At that time the patient had good saturation on inotropic support. The exchange was performed. The old pump was connected to the system controller, which was unable to generate any flow. The patient had been transferred to the ICU for further management and monitoring. No further information was provided.